Manufacturer narrative:
Title: safety and effectiveness of second-generation drug-eluting stents in patients with left main coronary artery disease authors: pil hyung lee, osung kwon, jung-min ahn, cheol hyun lee, do-yoon kang, jung-bok lee, soo-jin kang, seung-whan lee, young-hak kim ,cheol wha publication: journal of the american college of cardiology literature reference: https://doi.org/10.1016/j.jacc.2017.12.032 issue: 71(8). If information is provided in the future, a supplemental report will be issued.

Event description:
This study was to evaluate the safety and effectiveness of second-generation drug-eluting stents in patients with left main coronary artery disease.clinical indication for pci were silent ischemia or unstable angina, stable angina, nstemi and stemi. Resolute zotar olimu-eluting stents were implanted in 590 patients within this study. Reported clinical outcomes within the 3-year follow up period were deaths, myocardial infarction, stent thrombosis, target vessel revascularization and major bleeding.